Event description:
This four channel IV pump had infusions in all four channels. There was an internal error in two channels. Lights began flashing and alarming. This pump was removed from service and tagged. The technician replaced the battery which was about 2 years old. He replaced the crystal display because it was hard to read. He looked at all the boards and connectors. There were no error codes noted.